Manufacturer narrative:
A field service engineer (fse) was dispatched,who assisted with repairs on instrument.no further action required by fse. The most probable cause of the reported event was sorter axis problem tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported error 4041 sorter y axis home error with their aia-2000la analyzer.the customer was unable to run bhcg, e2 and lhii patient samples.on (B)(6) 2015 a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, e2 and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.